Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that two 355l and one 512s trocars, all had torn gaskets after passing instruments through the port. All trocars were replaced to complete the case. There was no consequence to the pt.